Event description:
It was reported that, "surgeon reamed and broached in usual fashion. Broached to a size 6 broach. The broach was then counter-broached 2-3mm below the neck cut. The broach was removed. A size 6 accolade (6021-0637) was placed in the canal. It was impacted in usual fashion. After many attempts to seat the stem, it remained 8-10mm proud of the neck cut. Stem was removed and a accolade size 5.5 stem was implanted for a perfect fit.